Manufacturer narrative:
Data analysis was not performed on customer's results since time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. No product is expected to be returned. Retained strip testing from a previous case revealed that accuracy criteria was met. Root cause of complaint could not be determined from the information provided by the customer. No further investigation required. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #232886. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 232886 are within the allowable bias (+ or - 1.0). No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.0, lab: ng. On (B)(6) 2011, ng, 2.5. Patient's therapeutic range: 2-2.5 inr.